Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. Although a number of factors could have contributed to the breakage of the plate, the root cause cannot be determined based on the fact that the device remains implanted. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2018, it was reported that a plate broke. The devices currently remain implanted with no plans to revise at this time.